Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed sore from the device being too tight. No reports that the sores were open or weeping. Patient was remeasured and issued a larger size garment. The patient's nurse applied mepilex to the affected areas. During a follow-up, it was reported that the patient's irritation improved.